Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple unspecified alarms occurred during pumping. Additionally, it was reported that there was a large air bubble on the screen. Reportedly, the contact declined troubleshooting with tandem's technical support. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.